Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level range from 400 mg/dl to 500 mg/dl. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.